Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels on multiple occasions reaching 380 mg/dl. Customer stated they believe elevated bg's are due to the pump basal rate needing to be adjusted. Customer's health care professional recommended new basal rate settings. Customer delivered a bolus and adjusted pump settings to stabilize blood glucose levels.